Event description:
Reporter alleged discrepant blood glucose results of 45 mg/dl back to back with a result of 149 mg/dl when testing was performed <5 minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The advantage system: advantage test strip lot number 522755 with an expiration date 10/31/07.

Manufacturer narrative:
The suspect product is the advantage test strips.